Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2015 at 6:00am. The patient reported obtaining alleged inaccurate high blood glucose readings of "379 and 529 mg/dl" with the subject meter. The patient informed the csr that she manages her diabetes with insulin (self-adjuster). In response to the elevated results, the patient reported taking an increased dose of insulin (unknown amount). The patient reported that 8 hours after the alleged issue started she developed symptoms of "shaking and sweating." There was no mention of medical treatment/intervention received as a result of the alleged issue. The patient denied using any other device to test her blood glucose. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the patient was testing with test strips that had been stored improperly. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.